Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra 2 meter had a power issue meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two attempts to contact the patient but was unsuccessful. A no response letter was posted. The patient stated that the alleged issue started on (B)(6) 2015, when her meter did not turn on. The patient manages her diabetes with a combination of diabetes medications b)(6) including glyburide, metformin and humulin. The patient claimed that on the evening of 2015 she continued with her usual dose of diabetes medications including (sliding scale) as a result of the product issue. The patient denied that she developed any symptoms. However, she reported that on (B)(6) 2015 that she was hospitalized and treated by a health care professional (hcp) with oral medication for diabetes. The patient also stated that on "(B)(6) 2015 pm" she obtained a blood result of 398mg/dl on a hospital meter. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the correct test strips were being used and the meter batteries did not need replacing. There was no misuse of the product and when the patient pressed the power button the meter did not turn on. In addition when the patient inserted a new test strip into the meter it did not turn on. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention after the alleged product issue began. It cannot be said with absolute certainty that the alleged "power issue" on the subject meter results did not affect treatment options prior to the onset of these symptoms. In addition the issue remained unresolved after trouble shooting.